Manufacturer narrative:
The status of the pump is unknown and is not available for eval. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
Complaint was obtained via contact of a publication giving baxter the opportunity to respond to a letter received by the editor stating the follow: a pt received an over infusion of morphine on a 6060 baxter infusion pump. Reportedly, the event involved a man with hypertension, benign prostatic hypertrophy and spinal stenosis. Medications included hydrocodone, irbesartan, amlodipine, hydrochlorothiazide and bisoprolol. Following uneventful lumbar laminectomy surgery, the pt was brought to the post-anesthetic care unit (pacu) where intravenous (IV) morphine using a baxter 6060 pca system was begun with a dose of 1 mg and a lockout period of 6 minutes. Approx 45 minutes later, the pacu resident was called because of obtundation, pinpoint pupils and bradypnea (6 breaths per minute). Arterial hemoglobin-oxygen saturation was 98% while breathing oxygen via facemask. Naloxone 0.8 mg IV was given with an immediate favorable response; this was supplemented with a titrated naloxone infusion and a further 0.4 mg two hours later. Tracheal intubation was avoided and no adverse sequelae occurred. Although interrogation of the pump indicated that only three morphine doses had been administered, the entire 200 mg/100 ml bag of morphine was empty. Furthermore, the left side of the cartridge locking mechanism was not fully closed while the right side remained closed and kept the locking sensor in contact a metal plate so the pump did not alarm. It was also noted that the left side of the drip cartridge hinge was broken. As a result, the mechanism, which ordinarily prevents free-flow, had failed. Baxter has contacted the risk manager at the facility in attempt to obtain add'l info regarding the actual date of the event, serial number, and status of the device, but this info has not yet been provided.